Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous, non calcified proximal right coronary artery (rca). The physician advanced a 5.0 x 15mm quantum maverick balloon catheter to the lesion, the balloon ruptured when inflated to 12atms during post dilation of a 4.0 x 23mm non bsc stent. The procedure was completed with a different device. No patient complications were reported and the patient status is good.